Manufacturer narrative:
(B) (4).

Event description:
The pt experienced a loss of therapeutic effect and no stimulation sensation beginning on (B) (6) 2009. No other clinical data were available. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.